Event description:
I am not sure of the correct date. After being put on a dreamstation avap my sons health worsened. He was diagnosed with life threatening and critical heath issues. His machine is on a recall. I filed all paperwork. Along with the recall issues that have made patients health worse or added more, his machine continues to have electrical breakdown issues. He has very serious respiratory problems and when the machine breaks down and can't be used, I have to stay up all night to wake him when he can't breath, or he will die. The company that is our supplier, (B)(4) out of (B)(4) has refused to replace it. Stating the recall. Even after doctors, his health insurance company and a hospital coordinator, on a conference call together, approved a new machine because it is faulty with the electrical system through the power system,they still refuse him a new machine. All they hear is recall. The recall is not for electrical issues, so replace it so my son can breathe and get a full night of sleep. Without the rest his other health problems worsen. I want to report this company for incompetence and causing his health issues to worsen from not making the machine he needs available immediately. I would have driven to where ever to pick up what he needed. Also, for causing extreme stress to him, myself and all involved and concerned about his health. Everyone except (B)(4) that is. Never mind, no can't believe you want someone who is so stressed to fill out page after page of info. FDA safety report ID# (B)(4).